Event description:
It was reported that a spectrum pump had a door latch issue. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported door latch issue, which was reproduced while attempting to load a set. Eval found this to be caused by a failed to printed circuit board (pcb). The failed io pcb was replaced.